Manufacturer narrative:
Describe event or problem: the hospital reported that they are having issues with bag breakage. Deroyal: the reported device is not available for return for evaluation. The manufacturer, genicon, has been made aware of the issue. Investigation into the root cause is in process.

Event description:
The hospital reported that they are having issues with bag breakage.